Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg3115/06516062, tg3415/06650139). Final angiography revealed a distal type I endoleak, and the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(4) 2009, post-operative follow-up imaging showed resolution of the endoleak. On the same day, the patient was discharged. Subsequent follow-up imaging showed no issues, with shrinkage of the aneurysm to 42.4 mm. On (B)(6) 2013, four year follow-up imaging revealed that the aneurysm enlarged to 50 mm. No endoleak was reported. The physician elected to monitor the patient. On (B)(6) 2014, five year follow-up imaging revealed a type ii endoleak of unknown origin. The diameter of the aneurysm was 47 mm. The physician elected to monitor the patient. According to the cro in (B)(4), no further information is available.